Manufacturer narrative:
A philips technical consultant (tc) was onsite and tested the device with a patient simulator. The simulator was set to 60 beats per minute, but the device did not alarm or provide any alerts. The tc replaced the ECG lead set and tested again; the device worked as expected. Based on the information available and the testing conducted, the cause of the reported problem was a faulty ECG lead set. The reported problem was confirmed. The customer was provided a replacement ECG lead set to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an mx40 1.4 ghz smart hopping device indicating that the device was reading asystole at all times. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.